Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built-in meter. Customer reported receiving readings of 1.1 mmol/l, 1.4 mmol/l, 4 mmol/l, 7 mmol/l 11.4 mmol/l and 19 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were returned and investigated with a retained reader. Visual inspection has been performed on the returned test strips and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built-in meter. Customer reported receiving readings of 1.1 mmol/l, 1.4 mmol/l, 4 mmol/l, 7 mmol/l 11.4 mmol/l and 19 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.